Manufacturer narrative:
Device available for evaluation was answered incorrectly (yes) on the initial MDR. The response should have been no. It has been corrected on this supplemental filing. The device manufacture date of 2001 was listed in the initial MDR. Included in the device evaluation information it was indicated that the handpiece was produced sometime before november/17/2003. Device evaluation: the labeling, trending and risk documentation reviews for this device were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the device was reviewed and found to include adequate instructions for use, warnings and operational errors. The device history record (DHR) was reviewed and there was no non-conformance record associated with this phaco handpiece. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). Device manufacture date: 2001. Customer did not request for a field service specialist visit to the site. Only an accessory exchange was requested. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported frayed wires on the sovereign phaco handpiece. It was noted that there was no issue with the equipment not performing per its intended use as a result of this issue and that the exposed wires cannot cause an electrical surge or short that could result in a serious injury to the patient or the user. There was no patient involvement / user injury reported.